Event description:
It was reported that damage occurred to the cartridge, specifically at the base of the canister. Customer's blood glucose level was not impacted. The customer was unsure how the damage happened but managed to change the cartridge and successfully resume insulin therapy. Technical support agreed to replace the cartridge as a goodwill gesture, and the customer acknowledged and understood the resolution.